Event description:
As physician attempted to use product during surgery the plastic sheath that attaches to the handle of the aortic connector dropped off making product unuseable. Device removed from the field and second device used successfully.